Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported, the blood gas monitor generated an "f0a1" arterial module initialization failure. The user also reported, the middle sensor was broken, and that the tip had "popped" off during cleaning of the device. No other details regarding the nature of the event were provided. Since the event occurred after use of the device, there was no patient involvement during this event.